Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in australia as follows: it was reported that on an unknown date, a trochanteric femoral nailing system advanced (tfna) nail broke. The patient originally underwent internal fixation of left hip with short tfna nail left on (B)(6), 2017; the implant failed after six months. The patient was also implanted with femoral neck screw and stardrive locking screw. The patient underwent removal of the nail and was revised to a left total hip replacement on (B)(6), 2018. The patient was revised with tobramycin antibiotic bone cement, pinnacle sector acetabular cup, pinnacle marathon acetabular liner, versys cemented stem, medullary cement plug, versys distal centraliser and femoral head cobolt chrome. No patient outcome reported. It was unknown if there was a surgical delay. Concomitant devices: tfna neck screw (part: 04.038.190s, lot: h206689, quantity: 1), stardrive locking screw (part: 04.005.528s, lot: l205575, quantity: 1) this report is for a titanium (ti) cannulated tfna nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional patient¿s identifier is reported as (B)(6). Patient¿s weight is unknown. Date of postoperative nail breakage is unknown. This report is for one (1) unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. The 510-k number is unknown. Implanted six months prior to nail breakage; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, a trochanteric femoral nailing system advanced (tfna) nail broke. The patient was originally implanted with trochanteric femoral nailing system advanced (tfna) nail and failed after six months. The patient underwent removal of nail and left total hip replacement. No patient outcome reported. It was unknown if there was a surgical delay. Concomitant reported devices: unknown tfna lag screw (part: unknown, lot: unknown, quantity: 1), unknown locking screw (part: unknown, lot: unknown, quantity: 1). This report is for one (1) unknown tfna nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: monument; manufacturing date: february 04, 2016; expiration date: january 31, 2026; part: 04.037.013s; 10mm/125 deg ti cann tfna 200mm¿ sterile; lot number: h023131 (sterile); lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log lppf was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part: 04.037.912.2, lock prong 125 degree, tfna, bp55; lot: 9754821; lot quantity: 96. Purchased finished goods traveler met all inspection acceptance criteria. Part: 04.037.912.4, wave spring, shim ended, bp55; lot: 7921067; lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley were reviewed and determined to be conforming. Part: 04.037.912.3, tfna lock drive, bp58; lot number: 9969509; lot quantity: 76. Work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part:21127, timoagri16.00, bp80; lot number: 7702311; lot quantity: 1,350 lbs. Certificate of analysis received from metalwerks was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. The complaint condition, the breakage of the nail, could be confirmed according to the received x-rays. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Code 3191 used to capture required surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.